Manufacturer narrative:
Concomitant medical products: w1dr01 ipg, implant date: (B)(6) 2020. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced shortness of breath. Undefined, high impedance and high thresholds were noted on the right atrial (ra) lead. The ra lead was capped and replaced. No further patient complications have been reported as a result of this event.